Manufacturer narrative:
The sample has been requested but not receives yet. The investigation is not complete at time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: customer received product and the outside of the box is in good condition, but the packaging holding the device has visible dirt inside. No pt injury reported.